Event description:
Dexcom g7 inaccurate readings had very low blood sugar finger stick 41 dexcom readings were 120 very dangerous problems after problems dexcom tech support useless always no help only sometimes. Replaced the sensor and same problem very dangerous product!!!!